Event description:
The patient reported experiencing elevated blood glucose levels of 353 mg/dl and subsequently sought medical attention on (B)(6) 2026. The patient stated that she developed symptoms including vomiting, chest pain, pain in the arms and fingers, heavy breathing, tachycardia, dehydration with a ¿sticky¿ tongue, and feeling generally unwell. She reported that she was diagnosed with diabetic ketoacidosis (dka) and remained hospitalized at the time of reporting. According to the patient, treatment provided in the hospital included an insulin drip, saline drip, an intravenous 5% glucose solution (g5 drip), and tylenol for pain management. The patient confirmed that she had been wearing the pod for approximately 24-36 hours at the time of the dka event and reported no insulin leakage, no alarms on the omnipod 5 app, and proper cannula insertion with the pink slide moving forward as expected. The patient further noted that she recently transitioned to a new endocrinologist and has been using omnipod therapy for 9 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: bp4a.260105.004.e1. Hardware: pixel 9. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.